Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). According to dr., steps 1, 2, 3, and 4 were performed according to the heartstring delivery procedure, but the tube of the delivery device was not properly loaded. When setting the heart string body, the loader was pulled out, the seal remained in the delivery device, so they stopped using this product and used another heart string. No effect on patient.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, b-5, g-4, g-7, h-2, h-10, h-11. Corrected section: changed h6 from "activation problem" to "fitting problem".

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/31/2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the delivery device as well as on the loading device. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety on, which prevents the white plunger from being depressed. The seal and tension spring assembly was observed inside the loading device. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the loading device with no visual or physical difficulties observed. There were no visual defects observed on the intact seal. No measurements of the delivery device due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000271261 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), when setting the heart string body, the seal remained in the delivery device, so they stopped using this product and used another heart string. No effect on patient.